Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was unresponsive. Customer experienced an elevated blood glucose (bg) level of 42 mg/dl. Customer consumed carbohydrates were to address elevated bg level. Pump display turned on when plugged into a power source. Reportedly, the customer continued to use the pump for insulin therapy.